Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to have a bend. Upon removing the soft cannula to inspect the formed needle, blood was seen on the formed needle. However, the fluid path was not obstructed, and liquid was still able to pass through. It could not be determined when the bend in the soft cannula or the blood along the formed needle occurred, or if they contributed to the reported event. The download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: time: 8:00 am, bg (g/l): 1.85, (mg/dl): 185; 10:00 am, 4, 400; 12:00 am, 2.01, 201; 2:00 pm, 3, 300. Insulin was leaking at the insertion site and that the adhesive pad was wet. The pod was worn between 4 and 24 hours.